Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13 mm (B)(6). 300-10-15 - equinoxe replicator plate 1.5 mm o/s (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 310-03-47 - equinoxe, humeral head expanded, 47 mm (beta) (B)(6). 315-35-00 - glnd kwire (B)(6). 315-35-00 - glnd kwire (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly

Event description:
It was reported that a patient, who had a right tsa, underwent a revision procedure due to glenoid bone loss. There were no device breakage or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images were provided. No further information.